Event description:
Pt called lfs in 2004 alleging the meter was missing segments while attempting to test. The pt reported no high or low blood glucose symptoms at the time of testing. The pt was taken to the hosp to test their blood sugar after obtaining a result of 374 mg/dl on their meter. The result on the physician's meter was not known; the physician told the pt that their result was "ok." The pt was given glucose. No evidence of serious injury. The issue was not resolved with troubleshooting. The meter was replaced for the pt. No further information has been reported.